Event description:
Patient reported right side ¿depression¿, ¿lack of concentration skills¿, ¿anxiety¿, ¿silicone laden lymph nodes¿, ¿naturelle 410 highly cohesive implants had been recalled¿, ¿have ruptures in both implants with silicone migration to my axilla¿. Patient also reported the following events, which are not device-related: ¿dry eye¿, ¿hypothyroidism¿, ¿fatigue¿. Device remains implanted.

Event description:
Patient reported right side ¿hypothyroidism-not device related¿, ¿fatigue¿, ¿depression¿, ¿lack of concentration skills¿, ¿anxiety¿, ¿dry eye¿, ¿silicone laden lymph nodes¿, ¿naturelle 410 highly cohesive implants had been recalled¿, ¿have ruptures in both implants with silicone migration to my axilla¿. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5148544 and mw5148543. The event of lymphadenopathy and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, and rupture.